Event description:
Customer reported a past event of low blood glucose displayed as "low"; although specific value was not provided. Cause was not known. The customer consumed carbohydrates in response to the low blood glucose and was advised by technical support to consult a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer acknowledged and understood.